Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 2/10/2025 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event. The event occurred on (B)(6) 2025. The user experienced a low bg on (B)(6) 2025 night after announcing a dinner meal. During a supply change, the user did not properly connect the luer connector. In the early hours of (B)(6) 2025 the cartridge popped out of the ilet and the user reinserted the cartridge while still connected to their body. Afterward, their bg levels began to drop, with a continuous glucose monitor (cgm) reading of low (<40 mg/dl). The user self-treated the low with 2 ounces of juice and did not require outside assistance. The cds had already advised the user on being disconnected during supply changes and plans to inform the healthcare provider. The user acknowledged the error and committed to following the correct procedure moving forward.